Event description:
Clinical study: aseptic loosening of the femoral component was noted in 2007. Revision undertaken in 2007.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.